Event description:
It was reported that the electrogram appeared to show far field oversensing of the biventricular pace on the atrial channel. Per technical services, there could also be atrial loss of capture and it was suggested to see the patient in clinic for follow-up. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).